Manufacturer narrative:
Results: timing link.

Event description:
It was reported by service report that the side rails will not lock in the upright position. No patient involvement or adverse consequences are reported.